Event description:
It was reported that the connecting tubes were missing their claws. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Device was returned and the customer's allegation was confirmed. The device evaluation found the lock lever of the connecting tube was broken and the tube could not be connected to connector in the reprocessing basin. We presumed from the investigation results that external stress was applied to lock lever of the connecting tube, which broke the lever and the tube was unable to be connected. As a cause of the external stress, the user may have applied force toward incorrect direction. Based on the results of the investigation, a definitive root cause cannot be identified. User can detect irregularity by inspecting the item as follows: 9 preparation and inspection 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 2 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor the field performance of this device.